Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing at the probe wipe was causing a leak. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The customer removed the instrument from service. The volume of the leak was about 500 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Upon revision of the filed MDR the date received by manufacturer was changed from 01/17/2015 to 01/18/2015.